Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two devices. Returned devices had biological residue lodged in the jaws. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when biological residue builds up in the jaws of the device from prolong use or use in more than one procedure. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y, the needle disengaged from the device into patient cavity when the locking mechanism was engaged. The needle was retrieved with graspers. The device was difficult to load and unload. To complete the procedure, a new device was opened and used. No patient injury.